Event description:
Medtronic received information regarding an external drainage and monitoring system catheter. It was reported that on (B)(6) 2023, the patient had a subdural effusion and underwent external drainage surgery. During the surgery, the catheter was tested and found to be leaking for no reason. After repeated attempts and careful observation, a problem with the catheter was confirmed. The product was not used and was replaced with a new one. There was a 20 minute delay in the procedure. The patient's status at the time of the report was alive-with injury due to their subdural effusion, and it was not due to the reported device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis determined that the visual and optical inspection did not reveal any cuts in the catheter. The catheter had been cut to size. Functional inspection did not reveal any leaks when tested. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.